Event description:
It was reported following a cardiac catheterization and balloon angioplasty of the left anterior descending artery (lad) an angio-seal sts plus was used. Later that same day, the patient experienced acute right lower leg arterial ischemia. The patient underwent surgical repair of the right femoral artery with endarterectomy and vein patch of the thrombectomy. Surgical findings reported a dissection of the distal external iliac and proximal common femoral artery. The angio-seal device was seen coming out of the artery. The angio-seal was removed and the posterior wall dissection involved plaque, normal intima, and thrombus. This was debrided and sent for pathology. The endarterectomy was performed, the back arterial wall repaired, and vein patch inserted. A foley catheter was placed distally with no retrieval of clot and good back bleeding distally and proximally was performed. After irrigation, the anastomosis was closed and hemostasis was achieved. The patient was reported to be recovering.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined; however, the surgical findings revealed a dissection of the artery was present. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.